Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient had an irritation under her breast and on her back. The patient's skin was red, raw, and peeling. The patient's physician gave the patient a cream to use on the irritation. Follow-up indicated that the patient now reported having "burns" under the therapy electrode pads due to the hot weather. The patient reported that her physician advised her to remove the lifevest until the condition heals. The physician also prescribed the patient medication. The medical outcome of the irritation is unknown.